Event description:
The patient was implanted with hernismesh t-sling. Later the patient experienced urinary retention, pain, urgency, and fecal incontinence. On (B)(6) 2012 the foley catheter was removed and reinserted. Between (B)(6) 2012 voiding trials failed, catheter reinserted and bladder drained. Later on a sling revision was performed. Gelnique was prescribed on (B)(6) 2012.